Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged cough and throat irritation. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external and internally part of the device and found a slight indiscriminate odor during therapy. Missing modem side panel door. Slight unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air input of the blower box. Also, some potential tiny black hair or fibers were at the input of the blower box. Slight dust-like contamination on top of the blower motor. Tiny unknown white specs of contamination on the bottom the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have sinusitis and shortness of breath. The patient did receive medical intervention in the form of prescriptions for antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.